Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. The number provided is not the serial number, but it is used to identify the system. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the axiem box and emitter, the axiem box displayed 8 and did not communicate. There was no sound coming from the system, the medtronic representative could feel a fan on the multi-out and switched the I/o hub power to different 5v output, but there was still no sound. The I/o hub chain was replaced, the emitter was disconnected and reconnected and the issue was resolved. The system then passed the system checkout and was found to be fully functional. The field generator was returned to the manufacturer for analysis. Analysis found that when connected to a known good system and upon initial connection, all eight ports, on both lemo connections were tracking normally. The left unit connected for three and a half hours and all ports were continually tracking. Flexing of the cable did not result in any intermittency. There was no failure found with the field generator. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the axiem box and emitter were not communicating with the system. The eminterface was checked and it was showing that nothing was connected. The site toggled the on and off switch inside the application with no resolution. Rebooting system did not resolve issue either. There was no patient present when this issue was identified. The medtronic representative could not distinguish if it was the box or emitter due to a unique display in the axiem box window. There was no number 7 or number 8. It was just a red blob.

Manufacturer narrative:
The axiem was returned to the manufacturer for analysis. Analysis found that the returned axiem was connected to a test system for 24 hours and tracking remained normal throughout the duration of testing. The power supply was returned to the manufacturer for analysis. Analysis found that when connected to ac, the returned power supply had normal output for the +12v ports, but no output for the +5v and +9v ports.. Analysis found that the reported event was related to an electrical issue. The I/o hub was returned to the manufacturer for analysis. Analysis found that the returned I/o hub failed a functional test at rs232 ports 1 and 2. Analysis found that the reported event was related to an electrical issue. The power cable was returned to the manufacturer for analysis. Analysis found that the returned cable was found in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. There was no problem found with the cable. If information is provided in the future, a supplemental report will be issued.